Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Revision of patient's right knee due to loosening of components. Initial implant date for revision 1 was (B)(6) 2007.